Event description:
Information provided states that the patient had a 3-level cervical surgery. X-rays taken at the three week follow up showed that the locking mechanism on the plate had disengaged and the bone screws were backing out. Revision surgery was performed to remove the plate and screws. There are no patient issues at this time.